Event description:
International complaint received from affiliate. Customer reports leak of unknown drug during patient use. No patient injury or medical intervention. No additional information available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on mar 02 2007. The actual device was requested for evaluation. Should the ssmple become available for evaluation, a follow up report will be submitted upon completion of testing.